Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "t2 suprapatellar nailing surgery was performed at (B)(6) hospital. Toward the end of the procedure, the surgeon requested a +10 mm end cap; however, the cap did not fit the nail. Multiple attempts were made, including cleaning the canal, but proper seating could not be achieved. For this reason, the surgeon then requested a +5 mm end cap, which was provided, but the same issue occurred and it could not be implanted. Finally, a standard end cap was used, and it successfully engaged with the nail."